Event description:
It was reported that during the operation, the lead could not be fully inserted into the extension. Initially, the lead was stuck in the distal connector block. The lead was inserted completely with "a lot of pressure" but impedances were over 10,000 ohms. The extension was explanted and replaced with difficulty reinserting the lead into the new extension. Afterwards, impedances were good and patient had positive therapy.

Manufacturer narrative:
(B)(4)